Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine entered disconnected mode. As a result, became unavailable for normal operation. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system kept shutting down when nurse attempted to pull medication. A field service engineer (fse) checked all cables, changed battery and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.